Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Lead replacement. On (B)(6) 2025, rep (B)(6) emailed nmd complaints to report: patient underwent drg lead replacement on (B)(6) 2025 by (B)(6) center. Patient reported loss of therapy in the right foot two weeks ago. In office xray confirmed the lead had recoiled on top of ipg. No significant event noted and no impedances. The xray performed while patient in or, prior to start of case, showed all leads had recoiled on top of ipg. All three drg leads explanted and all three new leads implanted. No complications, no product to be returned per facility policy. Therapy restored. Pt weight is 256.8. Ps date: on (B)(6) 2025. Ppg complaint history review: on (B)(6) 2025, (B)(6): complaint history search for the last 4 years found prior report(s) on this patient: (B)(6).